Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that the therapy has helped with symptoms however the ins site and their whole body hurt (nerve pain,) since they received the implant starting in (B)(6) 2019. The patient reported that about 3 months ago they developed sciatic nerve pain on their right buttock, which was the same side as their implant and that they had pain from their right buttock down to the side of their leg and down to their right foot. When asked, the patient stated that they haven't had any falls or trauma. The patient said that the therapy was off and that they were scheduled for removal on (B)(6) 2020. The patient reported that other symptoms they have experienced were related to the implant: that the implant has caused their heart rate and blood pressure to decrease significantly so that when they stood up they would almost pass out. The patient noted that this started in (B)(6) 2020. The patient also reported that in june they had nausea and vomiting. The patient noted that the potential side effects of the implant had not been discussed with them before implant and patient services reviewed where the information was listed. The patient said that these were also reasons why they were having the implant removed on (B)(6) 2020. The patient also reported that they had a lot of urinary tract infections since receiving the implant noting that they hadn't had them before the implant. There were no further complications reported.

Manufacturer narrative:
After further review, patient code c50791 does not apply to this event. Eval code method updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional via a manufacture representative. It was said that the healthcare professional did not believe the sciatic nerve pain was caused by the ins. When asked about cause of the pain at the ins site, whole body (nerve pain) and sciatic nerve pain the healthcare professional said when the stimulation was on she felt normal stimulation in the pelvic floor and her urinary symptoms were extremely better. When he turned off the stimulation the pain was still there, and her urinary symptoms returned. The healthcare professional did not believe the blood pressure had anything to do with the ins. When asked about the uti¿s the healthcare professional did not believe the uti¿s were related to the ins. The ins was helping their symptoms. The device was explanted on (B)(6) 2020. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received from a manufacturer representative (rep). Rep indicated that there was no external or environmental factors caused or contributed to the implant causing the heart rate to decrease significantly. The cause was not determined. The healthcare provider was notified of the event.